Event description:
It was reported that a loss of therapeutic effect and no stimulation sensation occurred. The patient lost stimulation approximately (B)(6) 2011. The patient was going through other medical procedures, such as a stent implant, during that time. Additionally, impedance measurements of >4000 ohms were found on all unipolar pairs. Also reported was receiving question marks (???) In the results section. The need for a potential surgical revision was noted..

Event description:
Additional information showed the patient's device was not working, and impedance measurements were still out of range. It was stated the patient had cardiac catheterization and heart surgery and had not used the stimulator in "the last year or two," and had undergone "several" MRI's for his back "in the last year." Manufacturer representatives attempted to follow up with the patient, but were unable to contact him.